Event description:
The customer reported that their ts7000 dv surgical table randomly unlocked during a procedure. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Further investigation for the root cause is ongoing and results will be provided within a final report.

Manufacturer narrative:
The device associated with complaint #(B)(4) were not returned by the customer. Further investigation could not be performed to determine the root cause. Additional attempts were made to obtain the device and log files. But no response was received. The trusystem 7000 operating table is intended for the following use: patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia. Task-related patient transfer within the operating theatre. For applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. Although the reported event did not result in a serious injury, the report of table randomly unlocked during a procedure.could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.

Event description:
The customer reported that their ts7000 dv surgical table randomly unlocked during a procedure. No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint #(B)(4).